Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product: 4076 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the night after a normal device changeout procedure, the lead integrity alert (lia) triggered due to several short v-v intervals and non-sustained ventricular tachycardia (nsvt) episodes. Upon opening the pocket, the physician noticed that the right ventricular (rv) lead had damaged insulation next to the connector and a confirmed fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.